Event description:
Additional information was received. It was reported no further actions are planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 388928 lot# unknown product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 388928, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had a replacement of the implantable neurostimulator (ins) due to normal battery depletion. Impedance could not be done prior to the replacement due to ins depleted. During replacement surgery, when they connected the old lead to the new ins, electrodes 1 and 2 showed impedances >4000 ohms. They disconnected the lead from the new ins again and re-inserted it after cleaning the lead contacts. No success after re-inserting the lead. Since two of the four electrode were still remaining with impedances in normal range, hcp decided to keep the lead in place. Programming was performed with programs 1 (0-,3+); 4 (3-,0+), a (0-,c+), d (3-,c+).

Manufacturer narrative:
Continuation of d10: product ID 388928 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue still remains, but no further actions are planned, at the moment. If therapy effect is low, a follow-up will be performed in order to re-program. Only if the programming does not lead to a better therapy outcome, will a lead revision be planned.